Event description:
It was reported that the bd ultra-fine insulin syringe sterility was compromised. The following was received from the initial reporter: this is a complaint about separation of orange cap from the syringe / torn polybag, ripped-off. Customer stated that "the syringe cap is not on, so the needle comes out of the plastic and sticks the finger.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported that the bd ultra-fine insulin syringe sterility was compromised. The following was received from the initial reporter: this is a complaint about separation of orange cap from the syringe / torn polybag, ripped-off. Customer stated that "the syringe cap is not on, so the needle comes out of the plastic and sticks the finger.